Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: a review of the bolus history showed two bolus records were recorded out of time sequence. The user's programmed insulin to carb ratio of one unit of insulin per 20 carbohydrates was used for testing and the pump correctly calculated the appropriate amount of insulin. The alleged inaccurate bolus calculation issue was unable to be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.